Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary vessel. A 2.25mm x 12mm synergy ii stent was advanced but failed to cross the lesion along with a non bsc stent after multiple attempts. On the last attempt, while introducing the device again into the lesion, the device got stuck. Upon removal, the stent came off from the delivery system and was still on the interventional wire. The dislodged stent was attempted to be snared but got dislodged again and traveled down the aorta into a "superficial popliteal" vessel. The stent was not retrieved and was still in the profunda artery in the leg. No patient complications were reported and the patient's status was fine.